Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: a review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No trend of confirmed complaints in relation with this issue was identified. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.e1 reporter phone number.

Event description:
It was stated in the report that the value keeps on drifting and cannot be used. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.